Event description:
The patient reported, that he was looking at his infusion device when the screen went blank. The patient reported, that he was aware of the power pack recall. The patient reported, that the power pack in use was "a couple of days old." The patient exchanged the power pack for one of the corrected power packs and the device functioned correctly. The patient did not experience any blood glucose concerns. The patient did not require any medical attention from a healthcare professional or second party to address the issue. The product was discarded by the patient, therefore, the lot number and expiration date are not available and no product is available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.